Event description:
I have been having random gi problems, and after one night of four hours of severe pain, diarrhea and vomiting, I began having sharp pains in my left lung. I couldn't breathe. I went to the ER and the doctor said he thought my gallbladder wasn't functioning correctly. I run a fever almost every day, and this happens more and more frequently. I have never had any issues before getting implants. The implants that I got in 2019 (my second set), are the gummy bear textured implants that have since been recalled. FDA safety report ID# (B)(4).